Event description:
It was reported that the patient presented in clinic for a follow-up. Chest x-ray revealed physical damage to the insulation of both the right atrial (ra) and right ventricular (rv) leads. Both ra and rv leads were explanted and replaced with a leadless pacemaker. There were no patient consequences.